Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised left side of the chair got caught on something breaking the left side frame.